Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that during a vena cava filter placement treatment procedure, deployment difficulty occurred. The physician had reached the target location and was attempting to deploy a 12fr greenfield filter into the jugular vein. Most of the filter had released, deployed, and engaged through typical deployment process. However, the apex of the filter would not release from the catheter. This proved to be successful as the entire filter was deployed and engaged in the correct location. No add'l filters were needed as the physician felt the pt was adequately protected. There were no reported pt complications. The pt was doing "fine" post-procedure.